Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because consumer reported patient acquired peritonitis because of failure to do exchange in a clean environment. The cause of the use error-breach in aseptic technique is undetermined. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in the (B)(6) of peritonitis bacterial in a subject coincident with extraneal, physioneal 40, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2011, the subject experienced peritonitis bacterial. That same day, empiric treatment with ip cefazolin and ip vancomycin was started. On (B)(6) 2011, treatment with cefazolin ended. On (B)(6) 2011, treatment with vancomycin ended. The primary contributing factor to the event was failure to do exchange in a clean environment. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available a follow-up will be submitted.